Event description:
The surgical pencil was being used intra op and it surged and created a burn on the artery. The esu [electrical surgical unit] machine alarmed, and an error code appeared on the console. That artery needed to be repaired.